Event description:
On 06-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set/ 1 cannula ) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's plastic tubing broke from the quick release. Reportedly, the infusion set tubing came apart at the quick release/site connector while the patient was either sitting or was in the bed. The site location was patient's thigh. The infusion had been in use for 1 day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing. The patient was unsure if the pump was dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's plastic tubing broke from the quick release. Reportedly, the infusion set tubing came apart at the quick release/site connector while the patient was either sitting or was in the bed. The site location was patient's thigh. The infusion had been in use for 1 day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing. The patient was unsure if the pump was dropped with the set connected to the patient's body. No further information available.